Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows battery alarms and a "por" event on (B)(6) 2015. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. "Coin slot" on top of battery cap damaged. Current draws within specifications. A "battery life or power issue" was not duplicated during investigation. Leak test shows leak at battery compartment cracks. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.